Event description:
Customer reported that the product fell apart upon use in the sterile field. This is approximately the forth time. No patient harm. Ref report (B)(4).

Manufacturer narrative:
Carefusion did not report this event because there was no death or serious injury or that the equipment malfunctioned and would cause death or serious injury. Carefusion did not receive the failed product, so we analyzed inventory in stock. The inventory of alligator clips was analyzed and it was found that if there is variability in the height of the punched pips, the hinge may fail on occasion. Approximately (B)(4) alligator clips are sold on a yearly basis and only (B)(4) other similar complaint(s) has been received in the past year. Although the recurrence is minimal and there is no patient or user harm, carefusion engineering is currently working with our supplier to see if there are any process improvements that can be made to decrease variability. Carefusion considers this issue closed; this is the final report.